Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that she did back to back blood glucose testing, within 10 mins, using different finger sticks and strips. The results were 278 and 176 mg/dl. She did not have any symptoms. A control test result of 128 mg/dl was in range. On followup, the lifescan rep reviewed quality control procedures and discussed meter to lab and back to back testing with the rptr.